Manufacturer narrative:
Sections with additional information as of 04-mar-2024: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: e-5/e-2. Defect associated with scar-22-009. Root cause: rc-003: other root cause: root cause under investigation per scar-22-009.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to meter result. Meter was returned - product evaluation in-process. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 22-jan-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error messages (e-5 and e-0). The customer feels well and did not report any symptoms. Customer also stated that on (B)(6) 2024 she had obtained a blood glucose test result of 429 mg/dl non-fasting. Customer had not been experiencing any symptoms at the time. Customer stated the result was not usual for her and so she had asked her husband to contact the paramedics. Customer stated the paramedics arrived 20-30 minutes later and tested her blood glucose using their device and had obtained result of 120 mg/dl. Customer was not taken to the hospital; paramedics had advised customer to contact manufacturer. The customer¿s expected blood glucose test result range was not provided. During the call, a blood test was performed by the customer and produced e-5 error message using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/20/2025 and open vial date is (B)(6) 2024. The meter memory was not reviewed for previous test result history.